Event description:
It was reported to philips that the system was intermittently giving a communication error during boot, which can impact booting. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) inspected the system remotely and found that the system was intermittently giving a communication error during boot. The distributor stated that the system should be off for 5 or more minutes before attempting to start it again. After the guidance provided the reported issue did not reoccur and the system was in good working order. The codes were updated based on the investigation outcome.